Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, the right ventricular lead was observed to be dislodged. The lead was repositioned to resolve the event and the patient was in stable condition.